Event description:
It was reported that during the implant procedure after the lead was repositioned and reinserted in the pulse generator, the setscrew would not engage. The device was not used and a new device was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Final analysis found the upper part of the atrial hex inset stripped and excessive medical adhesive inside the hex inset. A torque wrench could not be fully inserted and the setscrew could not be tightened or retracted.